Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that an infusion of precedex was hung at 2032 with a programmed rate of 1.3mcg/kg/hour (36.6ml/hour). Time to infuse is approximately 2 hours 45 minutes. At 2228, a new bag of precedex was programmed to infuse at the same rate of 1.3mcg/kg/hour (36.6ml/hour), however at 2300 the medication was complete. Charge nurse and a second nurse verified set up was correct on the pump according to the orders. There was patient involvement however patient impact is unknown.

Event description:
It was reported that an infusion of precedex was hung at 2032 with a programmed rate of 1.3mcg/kg/hour (36.6ml/hour). Time to infuse is approximately 2 hours 45 minutes. At 2228, a new bag of precedex was programmed to infuse at the same rate of 1.3mcg/kg/hour (36.6ml/hour), however at 2300 the medication was complete. Charge nurse and a second nurse verified set up was correct on the pump according to the orders. There was patient involvement however patient impact is unknown.

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation and d16 - conclusion not yet available. Additional information : device eval by manufacturer?, reason code for no evaluation - if other specify, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that an infusion of precedex was hung at 2032 with a programmed rate of 1.3mcg/kg/hour (36.6ml/hour). Time to infuse is approximately 2 hours 45 minutes. At 2228, a new bag of precedex was programmed to infuse at the same rate of 1.3mcg/kg/hour (36.6ml/hour), however at 2300 the medication was complete. Charge nurse and a second nurse verified set up was correct on the pump according to the orders. There was patient involvement however patient impact is unknown.

Manufacturer narrative:
Omit : a25 - no apparent adverse event (3189), c19 - no device problem found, d14 - no problem detected, g07001 - part/component/sub-assembly term not applicable. Additional information : imdrf annex a, c, d and g codes.